Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.